Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An implantable pulse generator (ipg) system was returned with information indicating the patient is deceased. The cause of death was provided as sepsis. The cause of the sepsis was requested and not received.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.